Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room after experiencing two shocks. Upon interrogation it was noted the shocks were inappropriately administered due to oversensing of noise. Boston scientific technical services (ts) reviewed the s-ECG and noted the noise appeared to be sense b noise. Ts suggested an x-ray and attempting to recreate the noise with maneuvers. The x-ray was inconclusive. The image did not change at all from a previous image taken about a year before. The noise was not able to be recreated, thus no cause was determined. The sensing vector was reprogrammed and the smartpass feature was programmed on. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.